Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they had coupling issues: they said that every time they tried to recharge the implant, it would locate and then start beeping again. The patient said that last week, they were only able to charge up to 40% and now their implant battery was very low. The patient reported they have tried using the belt however that didn't improve the situation. The following troubleshooting steps were performed: they located the ins by looking for the incision and/or palpating the ins. When asked, the patient said that they couldn't feel the right side of the implant. The patient also said that when they were at the health care professional (hcp) office last friday, the nurse practitioner said there was still some swelling at the ins site. Patient services recommended moving away from possible sources of emi, and to place the recharger over the im plant site before turning the recharger on. They repositioned the recharger, reset the recharger and reset the handset. The issue was not resolved through troubleshooting. The caller was redirected to make arrangements for a person to assist them, so that the other person could hold and reposition the recharger systematically over the implant. It was reviewed with the patient that if not resolved with assistance of another person, that they should contact the hcp to schedule an appointment for troubleshooting this issue in the office. The patient also reported a shocking sensation while they were recharging, stating that they felt the electrodes, a slight shocking sensation, whether directly over the skin or over a thin layer of clothing. It was recommended using the recharger over a thin layer of clothing. The patient was redirected to their health care professional (hcp).